Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cyst in 2012, anxiety, barrett's oesophagus, colonic polyp, constipation, diverticulosis, fibromyalgia, gastroparesis, irritable bowel syndrome, hepatic disease, shortness of breath, motion sickness, overweight and vaginal itching. Previously administered products included for prevent pregnancy: loestrin 24 in 2008 and seasonale in 2008. Concurrent conditions included type 1 diabetes mellitus, vulvovaginal candidiasis, dysfunctional uterine bleeding, vaginal discharge, abdominal pain, menometrorrhagia and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo)10-mar-2009 to june 2011 for contraception, insulin lispro (humalog) since 1-dec-2011 for type 1 diabetes mellitus as well as cyanocobalamin since 2016 and medroxyprogesterone acetate (provera)10-mar-2009 to june 2011. On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2012, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease;gerd"). In december 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / slight cramping during regular menstrual cycles"), amenorrhoea ("amenorrhea (absence of mensuration)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with calcium carbonate, dexlansoprazole, ferrous sulfate and surgery (total laparoscopic hysterectomy and cystoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea and dyspareunia had resolved and the autoimmune anaemia and gastrooesophageal reflux disease was resolving. The reporter considered amenorrhoea, autoimmune anaemia, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 155 lbs. Insertion detail: right tube 3 coils and left tube 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on 01-jun-2011: total bilateral occlusion. Pregnancy test urine - on 02-mar-2011: negative. Ultrasound scan - on 07-mar-2016: small 7mm size hemorrhagic cyst on the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: amenorrhea, dysmenorrhea, pelvic pain, menorrhagia, vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cyst in 2012, anxiety, barrett's oesophagus, colonic polyp, constipation, diverticulosis, fibromyalgia, gastroparesis, irritable bowel syndrome, hepatic disease, shortness of breath, motion sickness, overweight and vaginal itching. Previously administered products included for prevent pregnancy: loestrin 24 in 2008 and seasonale in 2008. Concurrent conditions included type 1 diabetes mellitus, vulvovaginal candidiasis, dysfunctional uterine bleeding, vaginal discharge, abdominal pain, menometrorrhagia and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo) (B)(6) 2009 to (B)(6) 2011 for contraception, insulin lispro (humalog) since (B)(6) 2011 for type 1 diabetes mellitus as well as cyanocobalamin since 2016 and medroxyprogesterone acetate (provera)(B)(6) 2009 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease;gerd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / slight cramping during regular menstrual cycles"), amenorrhoea ("amenorrhea (absence of mensuration)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") and type 1 diabetes mellitus ("type 1 diabetes"). The patient was treated with calcium carbonate, dexlansoprazole, ferrous sulfate and surgery (total laparoscopic hysterectomy and cystoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea and dyspareunia had resolved, the autoimmune anaemia and gastrooesophageal reflux disease was resolving and the fibromyalgia and type 1 diabetes mellitus outcome was unknown. The reporter considered amenorrhoea, autoimmune anaemia, dysmenorrhoea, dyspareunia, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, type 1 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 155 lbs. Insertion detail: right tube 3 coils and left tube 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: small 7mm size hemorrhagic cyst on the right ovary. Concerning the injuries reported in this case, the following ones were described in patients medical record: amenorrhea, dysmenorrhea, pelvic pain, menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report on 26-jun-2020: mr received- no new clinical information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a (B)(6) year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cyst in 2012, anxiety, barrett's oesophagus, colonic polyp, constipation, diverticulosis, fibromyalgia, gastroparesis, irritable bowel syndrome, hepatic disease, shortness of breath, motion sickness, obesity and vaginal itching. Previously administered products included for prevent pregnancy: loestrin 24 in 2008 and seasonale in 2008. Concurrent conditions included type 1 diabetes mellitus, vulvovaginal candidiasis, dysfunctional uterine bleeding, vaginal discharge, abdominal pain, menometrorrhagia and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo) (B)(6) 2009 to (B)(6) 2011 for contraception, insulin lispro (humalog) since (B)(6) 2011 for type 1 diabetes mellitus as well as cyanocobalamin since 2016 and medroxyprogesterone acetate (provera) (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease; gerd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced anaemia ("autoimmune disorder type of disorder: anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / slight cramping during regular menstrual cycles"), amenorrhoea ("amenorrhea (absence of mensuration)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with calcium carbonate, dexlansoprazole, ferrous sulfate and surgery (total laparoscopic hysterectomy and cystoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea and dyspareunia had resolved and the anaemia and gastrooesophageal reflux disease was resolving. The reporter considered amenorrhoea, anaemia, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Insertion detail: right tube 3 coils and left tube 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: small 7mm size hemorrhagic cyst on the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: amenorrhea, dysmenorrhea, pelvic pain, menorrhagia, vaginal bleeding." Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received- previously reported event "injury to herself" was updated to more specified events: ¿pain: pelvic", events- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: anemia, dysmenorrhea (cramping), amenorrhea (absence of mensuration), dyspareunia (painful sexual intercourse), gerd (gastroesophageal reflux disease)¿, essure lot number/indication/ insertion and removal date, reporter, medical history, concomitant and historical medication and lab data were added. Events: ¿pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), amenorrhea (absence of mensuration), dyspareunia (painful sexual intercourse)¿ outcome updated to "recovered / resolved" and ¿autoimmune disorder type of disorder: anemia; gerd (gastrooesophageal reflux disease)¿ outcome updated to "recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cyst in 2012, anxiety, barrett's oesophagus, colonic polyp, constipation, diverticulosis, fibromyalgia, gastroparesis, irritable bowel syndrome, hepatic disease, shortness of breath, motion sickness, overweight and vaginal itching. Previously administered products included for prevent pregnancy: loestrin 24 in 2008 and seasonale in 2008. Concurrent conditions included type 1 diabetes mellitus, vulvovaginal candidiasis, dysfunctional uterine bleeding, vaginal discharge, abdominal pain, menometrorrhagia and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo) 10-mar-2009 to june 2011 for contraception, insulin lispro (humalog) since 1-dec-2011 for type 1 diabetes mellitus as well as cyanocobalamin since 2016 and medroxyprogesterone acetate (provera) 10-mar-2009 to june 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease;gerd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / slight cramping during regular menstrual cycles"), amenorrhoea ("amenorrhea (absence of mensuration)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") and type 1 diabetes mellitus ("type 1 diabetes"). The patient was treated with calcium carbonate, dexlansoprazole, ferrous sulfate and surgery (total laparoscopic hysterectomy and cystoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea and dyspareunia had resolved, the autoimmune anaemia and gastrooesophageal reflux disease was resolving and the fibromyalgia and type 1 diabetes mellitus outcome was unknown. The reporter considered amenorrhoea, autoimmune anaemia, dysmenorrhoea, dyspareunia, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, type 1 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 155 lbs. Insertion detail: right tube 3 coils and left tube 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: small 7mm size hemorrhagic cyst on the right ovary. Concerning the injuries reported in this case, the following ones were described in patients medical record: amenorrhea, dysmenorrhea, pelvic pain, menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cyst in 2012, anxiety, barrett's oesophagus, colonic polyp, constipation, diverticulosis, fibromyalgia, gastroparesis, irritable bowel syndrome, hepatic disease, shortness of breath, motion sickness, overweight and vaginal itching. Previously administered products included for prevent pregnancy: loestrin 24 in 2008 and seasonale in 2008. Concurrent conditions included type 1 diabetes mellitus, vulvovaginal candidiasis, dysfunctional uterine bleeding, vaginal discharge, abdominal pain, menometrorrhagia and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo)(B)(6) 2009 to june 2011 for contraception, insulin lispro (humalog) since (B)(6) 2011 for type 1 diabetes mellitus as well as cyanocobalamin since 2016 and medroxyprogesterone acetate (provera)(B)(6) 2009 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease;gerd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / slight cramping during regular menstrual cycles"), amenorrhoea ("amenorrhea (absence of mensuration)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") and type 1 diabetes mellitus ("type 1 diabetes"). The patient was treated with calcium carbonate, dexlansoprazole, ferrous sulfate and surgery (total laparoscopic hysterectomy and cystoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea and dyspareunia had resolved, the autoimmune anaemia and gastrooesophageal reflux disease was resolving and the fibromyalgia and type 1 diabetes mellitus outcome was unknown. The reporter considered amenorrhoea, autoimmune anaemia, dysmenorrhoea, dyspareunia, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, type 1 diabetes mellitus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 155 lbs. Insertion detail: right tube 3 coils and left tube 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: small 7mm size hemorrhagic cyst on the right ovary. Concerning the injuries reported in this case, the following ones were described in patients medical record: amenorrhea, dysmenorrhea, pelvic pain, menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information from deleted duplicate case 2020-060125 transferred. Reporter¿s information was updated, and the events fibromyalgia and type 1 diabetes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report